Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation and the patient experienced cardiac arrest / pulseless electrical activity (pea) that required impella placement and ECMO (extracorporeal membrane oxygenation). The patient expired. It was reported that the procedure was an epicardial ablation. During the case, after completing some lesions, and during post-ablation mapping after ventricular tachycardia (vt) was induced, the patient's pressure was low, and their ejection fraction (ef) was also low. The patient was cardioverted to try to shock the patient out of it, however, the patient did not recover. The patient had no ejection fraction and was showing some pulseless electrical activity. Some of it came back and there was a little bit of contracting. However, at that time, they knew the case was over for the mapping portion. They attempted to put in an emergency impella and at that point the mapping was done. The impella device did not work, and the patient was put on ECMO (extracorporeal membrane oxygenation). The patient was taken off ECMO and the patient expired. The physician's opinion on the cause of the adverse event was that it was patient condition related. Based on the information provided and the limited details about the procedure, this event is being conservatively reported against biosense webster inc. (Bwi) device. It seems that the main cause of death is related to the patient¿s underlying condition, as the physician's opinion on the cause of adverse event was patient condition. No device malfunction with bwi products were noted during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).